Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with a bg of 51 mg/dl that was corrected with crackers and juice. The user later recorded a high bg of 371 mg/dl and received an ilet alert. Troubleshooting was performed including restarting the pump and changing supplies. The user did not require hospitalization and recovered at home without long-term effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.